Event description:
A report was received that the patient was having pain at the pocket site. The physician relocated the patient's pocket to a new site. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.